Event description:
There was an allegation of a questionable hemoglobin a1c result from the cobas 6000 c 501 analyzer. The initial result was 6.8 % and the repeat result was 4.8 %.

Manufacturer narrative:
The reagent lot number and expiration date were requested but were not provided. The investigation is ongoing.

Manufacturer narrative:
The result of 6.8% was believed correct. The field service engineer found the cuvette cells were intermittently overflowing. He replaced the vacuum diaphragms, performed decontamination, checked the valves, replaced the sample and reagent probes, and checkered the rinse levels. The customer ran calibration and qc and all results met specifications. Operational and/or mechanical checks passed. The investigation determined the service actions resolved the issue.